Manufacturer narrative:
The complaint device was returned to the manufacturer for physical evaluation. A visual examination of the returned device revealed that the pump tubing in the arterial line had a cut, which consequently led to the set leaking. The reported complaint of a fluid leak in the line was confirmed. A lot history review was performed of the products shipped to the customer for the three (3) month time frame which immediately preceded the event occurrence date. No information was found and no lots were identified during this review, which sought to identify the lot numbers for the bloodline tubing sets, under catalog number 03-2722-9, shipped to this account within the selected time frame. As the lot number was not identified by the user facility and since no lot information was identified during the ship history, a manufacturing review was not able to be performed. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination of the returned device found the pump tubing was cut. Therefore, the complaint was confirmed.

Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an external blood leak occurred while a patient was undergoing their hemodialysis (hd) treatment. The blood leak was visible in the bloodline, in the tubing segment, inside the blood pump. The registered nurse was unable to return the patient's blood. The patient's estimated blood loss (ebl) was noted as being approximately 200cc's. There were no patient adverse effects experienced and no medical intervention was required as a result of this event. The patient successfully completed treatment after setting up with new supplies on a different hd machine. Follow-up information was provided by the nurse manager who revealed the following event information. It is not known if the machine alarmed for an external leak, however, when the treatment was stopped by the nurse, the machine generated an alarm for the stoppage. The patient's hd treatment was performed using a fresenius 2008t hd machine. A fresenius regional equipment specialist (res) performed functional testing following this incident and verified that the machine was operating properly. The 2008t hd machine has been returned to service at the user facility without issue. The blood pump tubing segment is available for evaluation by the manufacturer.